Manufacturer narrative:
A glidescope avl monitor and the glidescope spectrum smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned avl monitor and could not reproduce the "intermittent image" issue; the unit functioned as intended. The glidescope spectrum smart cable was also evaluated and no issue was found; the unit functioned as intended. After connecting the spectrum smart cable to test equipment, the image remained constant. It was noted that the avl monitor was missing the reset switch, the charging led flickered and the overlay lcd was partially dim. The front and back shells were replaced. The glidescope avl monitor and the glidescope spectrum smart cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the unit would lose the image. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.